Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter was displaying an ¿error 2¿ message. Per the owner¿s booklet, an error 2 could be caused either by a used test strip or there is a problem with the meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient stated that the alleged issue started on (B)(6) 2014, at 11:30 a. M. The patient manages his diabetes with oral medication (metformin, 2 times a day; lisinopril, 1 a day), diet, and exercise and stated he continued with his usual daily dose of medication in response to the alleged issue. The patient reported, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿felt low, dizzy, disoriented, weak, and hot¿. At an unspecified time after, emergency medical services (ems) was called and when they arrived, tested the patient¿s blood glucose. The patient does not recall the actual result(s) obtained with the ems meter, but stated ¿it was low¿. Ems treated the patient with a ¿shot of glucose and an IV¿ and then transported to the hospital. The patient stated he was kept for observation in the emergency room (ER), for 4 hours. The patient stated his blood glucose was tested with an ER/hospital meter; however, he could not recall the results obtained. The patient confirmed he did not received any treatment while at the ER and stated he began to feel better, 1 hour after receiving treatment from ems. At the time of troubleshooting, the customer care advocate (cca) documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/25/2014). The patient¿s meter and test strips have been returned on 6/11/2014 and 6/24/2014, respectively, and evaluated by lifescan product analysis on 6/13/2014 and 6/24/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.